Event description:
End user reported that the cannula for her unknown concentrator is cutting her nose. User is on coumadin and could not stop the bleeding. User's daughter came over and was able to get her nose to stop bleeding.